Event description:
Reporter alleged obtaining a discrepant blood glucose result of 221 mg/dl back to back with a result of 91 mg/dl on the compact plus system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product sent. Reporter stated she no longer has the strips and so no product will be returned for evaluation.